Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly and bottom housing did not find a bent, kinked or damaged soft canula, or any manufacturing deficiencies that could cause pain during insertion. The download data did not show any timeouts or drive stalls during the run. The exact cause of the pain could not be conclusively determined.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported bent cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 269 mg/dl while wearing the pod between 37 and 48 hours. When the pod was removed from the infusion site arm, the pod's cannula was found bent. Additionally, the patient reported experiencing pain during use.